Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-12094 and 2134265-2017-12373. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to perform automatic pullback. During the procedure, blue screen was displayed and according to the physician, the ilab ultrasound imaging system seemed to freeze during measurement and froze again during pullback. Automatic pullback was reinitiated, however, it failed. No patient complications were reported.